Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Low or blocked pump flow: the data logs show pump flow was lower than expected for set p-level with pump flowing below the 2.9-3.3l/min range for p-7. There were no motor current spikes and no position related alarms. The cause of the low pump flow could not be determined as no product was returned and limited clinical information was provided. Pump stop: the data logs confirm pump stop. The cause of the pump stop was determined to be biomaterial ingestion as evidenced by log pattern showing ingestion signature and saturated pump flows device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Loqi database reported upon dd for the subject (B)(6). The device deficiency report in loqi states: impella cp stopped flowing. Unable to reestablish flow.